Event description:
The following was reported by the patient's attorney: on (B)(6) 2009, patient was implanted with a kugel patch. Ni/ni/ni- patient underwent diagnostic laparoscopy whereby he discovered that the colon was "absolutely plastered" to the patient's abdominal wall. Additionally, surgeon noted that there were 3 to 4 loops of bowel that had adhered to the kugel patch and that the mesh had actually folded and was protruding into patient's abdomen. Surgeon was not able to remove all of the bowel loops and explained that the surgery would be massive and that she would probably lose about 2 to 2 1/2 feet of small bowel. The attorney alleges the patient suffered and will continue to suffer physical pain, harm, injuries, and damages.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The attorney alleges the kugel patch folded causing the mesh to become adherent to the bowel. Medical records have not been provided, therefore, it is unknown the fixation method used during implant, patient's current course, and whether a bowel resection was performed. Additionally, no sample was returned and product identifiers were not provided. Without additional information, no conclusion can be drawn.